Event description:
It was reported that the pump touch screen was unresponsive . Customer¿s blood glucose level was 126-127mg/dl. The pump was reset. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.